Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a bipolar hip arthroplasty procedure on unknown date and the drain was implanted. When activating the reservoir, the blood was drawn up only until the middle of the drain and the blood did not reach the reservoir; at that time, the reservoir became inflated. Then, the drain was removed along with reservoir. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
The drain has its fluted part cut off. The drain was evaluated for functionality and found to be fully functional.